Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The cause of the patient¿s peritonitis event was not confirmed; however, the culture result of staphylococcus aureus suggests a breach in aseptic technique as this organism is most often found in the nares and on skin and accounts for one of the most common causes of pd-associated peritonitis. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient on peritoneal dialysis (pd) contacted fresenius customer service and reported that they had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pdrn with cloudy pd effluent and a fever of 100.6°. The patient was then seen at the pd clinic where a pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip ceftazidime (dose, frequency and duration unknown). The culture resulted positive for staphylococcus aureus and the patient¿s antibiotics were changed to ip cefazolin (dose, frequency and duration unknown). The patient did not require hospitalization for the peritonitis event. The patient continued pd therapy on the liberty select cycler with no issues during recovery. The cause of the peritonitis was not confirmed. There were no reported cassette leaks or product malfunctions reported.